Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) that lead to asystole of less than two seconds. Additionally, it was noted that the lead had dislodged one day post implant. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.